Event description:
On (B)(6) 2012, it was reported that the patient experienced occlusions with two different infusion sets. The patient changed the infusion site and infusion set after the first occlusion, but it occluded again after the change. Her blood glucose level rose to 30 mmol/l (540 mg/dl) on (B)(6) 2012. The patient thinks the occlusion is taking place near the adapter. The patient thinks the occlusion is due to insulin leaking as she has noticed foaming and crystals forming. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
The product meets the specification regarding the customer's allegation. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.